Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit had a circuit leakage (gas loss) message. There was no patient harm. It was also reported that due to the reported issue in record 875464, treatment was attempted with this unit and due to the reported issue for this record, a third unit had to be used to continue treatment. Ot 875464/mfg ref. #2249723-2023-03776.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse was unable to reproduce the failure. However, the fse determined that the leak in iab circuit was due to a ruptured catheter. The fse replaced the parts that were found with blood, including the safety disk, crm, blood detection tube, purge valve, and fitting barb.

Manufacturer narrative:
Due to character restrictions in block e1event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a circuit leakage (gas loss) message.